Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (serial # (B)(6)) revealed the battery had no anomalies associated with it and passed all functional testing. Analysis of the implantable extension (serial # (B)(6)) revealed the conductor body was broken less than 5cm from the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient came into the clinician stating their tremor had returned unexpectedly about 1 week after a normal elective replacement indicator (eri) replacement. Upon interrogation of the ins the clinician noticed that her active contact 2 was showing greater than 40k. There are no known factors that led up to the issue. The patient denies any falls and impedances were checked and were within normal limits prior to and directly following the battery replacement done on (B)(6) 2019. Diagnostics/troubleshooting included the clinician attempting to use and different combination which has helped some. Patient's medical history includes stage 4 breast cancer. The issue is not yet resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
A5a: updated see attached user facility medwatch 4900320000-2019-8034. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. - attachment: [703148600_medwatch.pdf]

Event description:
See attached user facility medwatch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep reporting that the surgeon decided to replace the extension and generator to fix the intermittent impedance issue. Both explants are with the facility at this time and will be returned for analysis. They were able to program around the impedance issue initially since there tremor was horrible

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep was seeing intermittent high values on contact 2 around 27,000 ohms although health care professional (hcp) indicated he had seen normal impedance occasionally. The rep was not with the patient or health care professional (hcp) at the time of the report to do further troubleshooting. Rep saw patient today for reprogramming of therapy to try to get better tremor control. Patient had ins replacement about 3 weeks ago. Rep stated per patient x-rays were taken of ins and lead/extension and everything looked good. It was reviewed for the rep to take impedances in various rom or positions as well as palpation along the system and programming around out of range combination (if medically appropriate) was also discussed with the rep. Rep stated they didn't see any change or improvements with impedance when they did rom testing or palpating. They reprogrammed around contact 2 (which is the contact that gives the patient best control). Programmed using c+1-3-, this provided some tremor control for patient which is better than before. They are going to see how this programming works for the patient but have tentatively planned for surgery on (B)(6) 2019 with plans on hcp doing further testing of the extension and lead. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the device was last with the hospital risk management department and was to be shipped back. They state they haven't seen anything the last time they were there and they had nothing outstanding to ship back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension; product ID: 3389s-40, lot# va0y0ua, implanted: (B)(6) 2015, product type: lead, serial numbers updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported on (B)(6) 2019 a patient with recurrent sever tremor had an open circuit on contact 2 which was the contact the patient used. The patient tried programming around this and got some benefit. On (B)(6) 2019, they again tried to program around the contact and ended up with a double monopolar framing contact to with 1 and 3 being active and that provided some benefit but was still not at all ideal. They looked at contact 2 again and had a long discussion with various options, battery change, extension replacement, and lead replaced prior to the (B)(6) 2019 procedure, the neurosurgery provider team contacted patient services to see if they had ever seen anything like this situation. Additional information was received from the rep indicating the impedance issues as well as the increased tremor were resolved following the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the device will be returned but is in risk management department at the hospital. Once it is released they will ship it back. This was confirmed with the account.